Manufacturer narrative:
(B)(4). This information was inadvertently incorrect in the initial medwatch.

Event description:
During baxter device evaluation a colleague infusion pump failed to audibly alarm failure code 550:320:654:0000. There is no patient involvement, injury, or medical intervention related to this device. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The condition of failed to audibly alarm failure code 550:320:654:0000 was confirmed through evaluation and was found to be due to a disconnected speaker harness. The speaker harness was reconnected to correct the condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).